Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches and an unlocked lcd keypad connector. Unable to perform all functional testing or verify the failed battery alarm and weak battery alarms due to the buttons not responding. The pump was received with a corroded battery tube, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test alarm, weak battery alarm and cosmetic damage on the insulin pump. Troubleshooting for the failed battery test alarm was performed. Customer received a weak battery followed by a failed battery test which had resulted in the device to alarm. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer advised it appeared there was white acid marks all over the top of the device and that it appeared the battery had exploded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.